Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2021, it was reported that the patient's pump became infected. The pump was removed and replaced.